Manufacturer narrative:
The product has not returned for analysis, however, a video of the reported issue was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic vale leak occurred. It was reported that during/after the pulmonary vein isolation (pvi), the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking (3 cath switches) although physician is aware how to use the product. He believes the valve to not be designed ideally and to aspire more air than other sheaths. There was no patient consequence. Additional information received indicated the hemostatic valve did not dislodge inside or outside the hub. The brim cap/hub did not become detached from the sheath/ there was no report of air entering the patient¿s body, only drops of blood return (max. 10-20ml).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic vale leak occurred. It was reported that during/after the pulmonary vein isolation (pvi), the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking (3 cath switches) although physician is aware how to use the product. He believes the valve to not be designed ideally and to aspire more air than other sheaths. There was no patient consequence. Device evaluation details: the a video of the complaint product and the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. According to the video provided by the customer, a leakage was observed on the hub of the vizigo sheath, the hemostatic valve was not observed on the video and there is no evidence of a dislodgment of the valve, also, no damages or anomalies were observed at the hub section. The issue reported by the customer was confirmed based on the video received. Visual analysis of the returned sample revealed that no damage was observed. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Leakage from the valve was observed on the provided video by the customer. Then, a back pressure test was performed, but during the product investigation no issues were observed. As such, "there was no leakage and no bubbles were detected. Therefore, the complaint was not duplicated, and it could not be confirmed." The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A device history record was performed, and no internal actions related to the reported complaint were identified. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 21-mar-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).